Manufacturer narrative:
The service evaluation revealed a loose screw inside the housing along with a loose door lever at inflow and outflow side but there was no issue found with the pressure. The reported event therefore was not confirmed.

Event description:
It was reported that during a surgery the device was providing no pressure in the joint when "run" was pressed. The tubing was swapped and the same issue occurred again. The tubing was tried on a second pump and all worked fine. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 04-oct-2021: it was confirmed that this problem arose mid procedure. The tubing used was ar-6420 and the lot number was z1011. The pump was on the standard shoulder settings. No error message was on screen and no alarm. No clamp test was performed and no arthrex representative was present during the incident. The initiator was only contacted after the fact. Tubing is not available, as it was disposed of after the operation. The same tubing was used on a different pump that was brought into the theatre to finish the operation and the problem did not persist so the staff concluded it was the pump and not the tubing causing the issue.